Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the hydraulic pump assembly used for lift and shift was leaking oil. The assembly was replaced and the issue was resolved. The hydraulic pump assembly was received by the manufacturer for evaluation. Analysis confirmed reported problem. Failed visual inspection. The seal between the pump housing and the oil reservoir is leaking. Oil leaking from bottom part of seal. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system drops down out of lift and shift unexpectedly. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The cylinder for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A second cylinder for the imaging system was returned to the manufacturer for evaluation. Testing found that oil was leaking from one cylinder. Confirming the reported issue.